Event description:
It was reported that the right ventricular (rv) lead dislodged, followed by double counting and inappropriate therapy. The lead was successfully repositioned and remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2014; 4195 implantable pacing lead (B)(6) 2014. (B)(4).